Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found errors c-30 and c-34 confirming the issue occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The erbe was tested using a well-known system and the unit failed to cauterize both bipolar ports and the reported c-83 error displayed after being powered on for 20 minutes. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed to communication or parity issues on the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeated error c-83 on the integrated electrosurgical unit (iesu) or erbe generator. The error was confirmed in the system logs. The customer noted that only one bipolar energy instrument was installed on the erbe at the time of the issue. The procedure was completed with no reported injury.